Event description:
The customer reported that the unit would intermittently shutdown unexpectedly.

Manufacturer narrative:
The customer reported that the unit would intermittently shutdown unexpectedly. A follow-up report will be submitted upon completion of the investigation.